Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that leakage from the forceps base may have prevented proper reprocessing and removal of the foreign object. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope and prevention measures are described in the instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found the following: air/water cylinder has no color; suction cylinder has no color; scope connector cover unit has corrosion due to water leakage; due to damage on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; distal end is dirty; the cover of light guide bundle is damaged; objective lens has a scratch; light guide lens has a crack; connecting tube has a scratch; distal end has foreign material or stain; due to annual inspection, parts must be replaced; adhesive around objective lens has wear; water tightness of forceps elevator is lost; there is corrosion around forceps elevator; distal end with foreign material; light guide lens cracked; leak at forceps elevator; and objective lens adhesive worn. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned to olympus the evis exera iii duodenovideoscope, for the annual inspection, without any complaint or reporting any malfunction. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the distal end has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.